Event description:
As reported by the customer for this event, during an unknown therapeutic procedure when using the laser mode there was image whiteout. There was no outside light. The device was replaced with another similar device and the procedure was completed. There was no harm or adverse impact to the patient.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the image issue is likely due to a faulty charge-coupled device. Additionally, there was a rubber scratch and a rubber bond chip; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty charge-coupled device. Olympus will continue to monitor field performance for this device.